Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was oversensing and delivering inappropriate shocks due to a damaged lead. The ICD was reportedly found in 'back-up' mode after the shocks were delivered. The ICD was replaced. The lead was also replaced due to damage from a suture.